Event description:
It was reported that this right ventricular (rv) lead had dislodged shortly after implant. Subsequently, this patient underwent a revision procedure, and the lead was successfully positioned. It was suspected by the physician that the helix had not been extended. It was noted that the device was exhibiting oversensing and undersensing, which the physician believed was due to the dislodgment of the lead. This rv lead remains in service and no additional adverse patient effects were reported.